Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right atrial (ra) lead was explanted due to high threshold measurements and oversensing. The ra lead was replaced with a competitor product. No additional adverse patient effects were reported.